Manufacturer narrative:
(B)(4).

Event description:
The consumer reported discomfort at the pocket site. The patient reported gradually intentionally losing 50 pounds over the course of 2.5 years. Even when the stimulator was turned off, the pocket site felt like ¿boil¿. There was a constant discomfort and pain at the pocket site and the upper site. This was clarified to mean that the patient felt pain at the lead site as well. The pain had worsened in the last 1.5 months. The patient had difficulty sleeping. It was noted the implant was on the left hip, so it hurt to lay on that side, but the patient experienced nerve pain if sleeping on the left side. This was occurring daily. No falls or traumas were related to this event. This issue was related to positional movement as the discomfort worsened when sleeping. The patient stated she currently had the stimulation off because it seemed to make the pain worse. This occurred on (B)(6) 2015. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient turned the neurostimulator off or down for periods of time and made an appointment to see the doctor as steps to resolve the issue. It was also noted the patient had reprogramming completed on (B)(6) 2016 which increased pain.